Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during follow up, upon interrogation a software error message was received. Clearing diagnostics cleared the error and normal device function was observed. The device would be monitored.